Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the kinked tubing in the ise (ion selective electrode) unit to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided.

Event description:
The customer reported the generation of a negative anion gaps patient results on the au5800 clinical chemistry analyzer. There was no report change to treatment, injury, or death associated with this event.